Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is beginning to increase in a gradual fashion. The s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was brought back in for further assessment of their system. Defibrillation threshold (dft) testing was performed and failed twice, impedance measurements were observed to be high, but no values were reported out of range. Surgical intervention was later performed, and the s-ICD was explanted and replaced with a transvenous system due to the patient's anatomy and therapy requirements. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is beginning to increase in a gradual fashion. The s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was brought back in for further assessment of their system. Defibrillation threshold (dft) testing was performed and failed twice, impedance measurements were observed to be high, but no values were reported out of range. Surgical intervention was later performed, and the s-ICD was explanted and replaced with a transvenous system due to the patient's anatomy and therapy requirements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by boston scientific technical services confirmed the power consumption is beginning to increase in a gradual fashion. The s-ICD remains in service. No adverse patient effects were reported.